Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of an image provided by the customer was performed. The image shows a universal seal with a torn duckbill.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal (etep) unilateral inguinal hernia repair procedure, a piece of the rubber inside of the a universal seal broke off and fell into the patient. The piece was recovered during the same surgical procedure and no injury was reported. The universal seal was replaced with a spare to continue the procedure as planned. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.